Event description:
It was reported the pump was alarming stating air in line. Upon inspection it was noted that although the infusion bag still was half full, there was air in the line. Customer unsure if the line was kinked. There was patient involvement but no reported harm. Through due diligence, additional information was received from the customer. IV amoxicillin-clavulanate 2.2g in 100ml n/s had been infusing via pump module. The pump module alarmed for occlusion which was resolved by repositioning the patient's arm. The pump then alarmed again stating air in line. Upon observation half the medication had been infused however air noted in line. Clinician re-primed the line to rid the air and rest of medication infused without issue.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the pump was alarming stating air in line. Upon inspection it was noted that although the infusion bag still was half full, there was air in the line. Customer unsure if the line was kinked. There was patient involvement but no reported harm. Through due diligence, additional information was received from the customer. IV amoxicillin-clavulanate 2.2g in 100 ml n/s had been infusing via pump module. The pump module alarmed for occlusion which was resolved by repositioning the patient's arm. The pump then alarmed again stating air in line. Upon observation half the medication had been infused however air noted in line. Clinician re-primed the line to rid the air and rest of medication infused without issue.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a pump module alarming for air in line as reported by the facility was confirmed through log review but was not replicated during extensive laboratory testing. Functional testing performed on the returned pump module found no irregularities with the detection of air boluses. The pump module¿s air detection system was observed operating within specification. A log review showed the pcu was programmed with the " adult general¿ profile. The review of the pcu event logs began when the pcu was powered on at 11:46 pm and the suspect pump module was attached as channel a. According to the pump module and pcu event logs, the ail bolus limit=250 l, with accumulator turned off. At 12:46 pm, a guardrails drugs infusion of amoxicillin+clav (drugid=25) was programmed with a rate of 200 ml/h and volume to be infused (vtbi) of 100 ml. A 2 minute delay was set right after, then at 11:49 pm, user started the infusion. At 11:56 pm, the infusion alarmed for occlusion and infusion was restarted. Between 12:01 am and 12:10 am, the same alarm occurred three (3) times. According to the event log review the suspect pump module alarmed for air in line at 12:14 am and once again a minute after. Between 12:15 am to 12:20 am the user pressed pause key and pump alarmed for door opened, safety clamp open and door closed, the infusion was restarted and, at 12:27 am, the pump module alarmed for ¿occlusion¿, the same alarm occurred three (3) times more until 12:30 am, when the user pressed key ¿channel off¿. The bd alaris pump module air in line tip sheet states that when inserting the tubing into the ail detector, use a fingertip, and firmly push tubing toward the back of the ail detector. Close the roller clamp on the tubing set and pause the channel before replacing a fluid container to avoid air from entering the IV tubing. Allow solutions to warm to room temperature, if possible. (When infusing a chilled solution, air bubbles may form as cold solutions begin to warm). The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. Root cause: the root cause of the reported complaint of a pump module alarming for air in line is attributed to the observed air in the IV set as reported by the facility, no device malfunction is believed to have occurred. The suspect device was tested and showed no anomalies; testing results confirmed the pump module operates within specification. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Note that this report lists imdrf annex a0709, c23, d11, g0301201 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.